Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative performed an onsite evaluation of the device. The customer's report was observed and attributed to the battery. The battery was replaced to resolve the report. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.